Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) lcd screen characters are blurry. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed lcd showing jumbled characters, replaced suspect lcd display & performed passing functional checkout. Unit returned to service. The failure analysis and testing dept. Received display w/rtv bead seal with a reported unit failure of lcd screen characters are blurry. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display w/rtv bead seal into the cs300 test fixture and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After 1.5 hours of run time, the fat could not replicate the complaint of lcd screen characters being blurry. The display passed testing. Retaining the display in the fat per procedure.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d9 (return to manufacture date).

Event description:
N/a.